Event description:
Contract administrator reported pt was being administered (unknown) antibiotics and (unknown) maintenance fluids, the extension set luer lock broke into the port at a 90 degree angle. As a result, rewiring of the right atrial catheter was performed and the pt was delivered (unknown) sedation medication. Although attempts were made by baxter product surveillance, details were not available regarding diagnosis, procedure or medications involved.